Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that towards the end of a laparoscopic salpingectomy the tip of the tissue pad chipped off and fell into the patient. It is unknown if the piece was found. A second like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Corrected data = reprocessed device.